Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Rh failure analysis of the returned part shows conclusion / root cause: the data acquisition (da) pcba was tested and no failures were identified. During periodic maintenance, the manufacturer¿s international service technician reported that the device failed the pressure accuracy test (pvt test 4) at the 0cmh2o setting. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the device failed the pressure accuracy test. There was no patient involvement.